Event description:
During between pt inspections of the device, hill-rom became aware that the CPR handle of an excelcare bariatric bed frame had been damaged. While performing an inspection at the hill-rom service center, the technician determined that the CPR handle had been broken off and could not be reattached. The technician replaced the CPR handle and tested to ensure proper function. Hill-rom is reporting this malfunction in compliance with 803.3 where this failure mode was involved in an adverse event on (B)(6) 2009 indicated in MDR 1045510-2009-00021.

Manufacturer narrative:
(B)(4).